Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) was impacted 280 (mg/dl). The customer switched to a back up pump and delivered a correction bolus. It was indicated that the customer would use the back up pump for alternate insulin therapy.